Event description:
A suspected disconnection at the pump site was reported. Please contact us if further information is required. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).